Event description:
The patient had an abbott medical aveir pacemaker which interferes with the phillips intellivue cardiac beside monitoring when the respiratory lead is turned on. The patient went to interventional radiology with the monitor's respiratory lead turned off but was transferred back to ICU [intensive care unit] with the monitor's respiratory lead turned on. There was concern that the pacemaker was interfered with. The pacemaker was interrogated, and it was still in the mode it was supposed to be in. This occurrence led to a heightened awareness and broader staff education with regards to the interference the abott leadless pacemaker has on our phillips monitors. Manufacturer response for pacemaker, aveir dual chamber leadless pacemaker (per site reporter). Voluntary recall.